Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the meter displayed other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product was not requested back for evaluation. If lifescan obtains any additional information related to this issue, lfs will inform FDA in a supplemental report.